Event description:
The customer reported to olympus, the image did not appear on the visera elite video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was also discovered, the battery on printed circuit board had run out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. New information added to the following fields: b3, b5, h4 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 5 years since the subject device was manufactured. Based on the results of the investigation, the no endoscopic image was not reproduced, therefore, the root cause of this phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred (B)(6) 2022 during a endoscopic sinus surgery. There was a 30 minute delay. The procedure was completed with a similar device. There are no additional details regarding the patient or event.